Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they were not able to charge their ins and this issue began the end of march. Pt stated the 2 weeks before the end of march was when they last successfully charged their ins and at the end of march was when they kept trying and trying and could not get their ins to charge. It would take half an hour or more to start charging their ins and would have to hold the antenna to where they did not lose the connection. Pt stated they were surprised the it lasted as long as it did as it didn't last very long. Pt also stated there was miscommunication and pt was scheduled to have their ins replaced by the doctor or the pa but pt stated it was just a recommendation; they did not want to use the doctor before. Pt had to cancel the surgery because of their broken bones (unrelated). Pt stated they would like to charge their ins because everybody said their ins battery was still good. When they met with the rep and the intern the representatives spoke with the pt's hcp and thought the implant may need to be replaced as it was sometimes taking 2 hours to get the pt's ins to charge. During the call pt confirmed no visible damage to the recharger antenna. Pt attempted to charge their ins and the charge neurostimulator battery now screen displayed on the recharger. Pt stated it was very difficult to charge their ins and pt could be there one hour and a half for 2 hours trying to connect their recharger to their ins. Pt stated they were seeing a black line pushing in and out. Pt also saw 2 squares filled on the charge efficiency row. Pt stated sometimes they got lucky and could get 6 bars but during the call they first got 2 squares then 4 squares filled. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information received from the patient. It was reported the patient had trouble charging the device since day one. The patient was told it was a placement problem. It was noted it was taking the patient 2 hours just to get and keep a connection. The patient received a new stimulator on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had surgery. They assume the surgical team disposed of the implantable neurostimulator (ins) when they got a new one.